Event description:
It was reported difficulty advancing occurred. A jetstream catheter was attempted to be advanced through a non-(B)(6) sheath. The physician was able to advance to about the knee and the catheter would not advance anymore. After a good bit of forcing and time he decided to abort the atherectomy portion of the procedure and just direct stent and post dilate. Upon removal of the jetstream catheter there was an odd-looking portion on the catheter about mid shaft. The scrub tech noticed the clear catheter cover began to expand like a balloon until it burst. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).